Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A field service engineer deleted the error log file from the folder, recovering 19 gigabytes of free space. Called technical support specialist to check the database folder. The technical support specialist dialed into the station, shrank the database, performed a full synchronization and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not communicating and displayed an error message on the screen. The customer stated that the user was able to remove the medications from another station and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.